Event description:
Distributor reported to beckman coulter that its customer had previously reported that the rotor broke into pieces and resulted in centrifugal contents escaping the veterinary unit.

Manufacturer narrative:
Distributor reported that the rotor was broken into pieces on their customer's statspin vt unit and that pieces came out of the centrifuge and resulted in lid breakage; and the operator was struck in the eye with a piece of glass sample tube and required medical treatment at the ER and follow up appointment with an optometrist. The distributor also reported that, prior to the event, there was evidence of damage (cracks) at the lid hinge. A review of the order history by the manufacturer showed that for the previous 3 yrs, this customer had not ordered a replacement rotor. The failure mode of this event is likely the use of an rt12 rotor beyond its useful life leading to rotor breakage. Per manufacturer instruction, glass tubes are not allowed to be used with the rt12 rotors. According to the distributor, its customer elected not to return the unit for further evaluation.